Manufacturer narrative:
Complaint conclusion: the balloon of a 6f/7f mynxgrip vascular closure device (vcd) was ruptured. There was no reported patient injury. Multiple attempts were made to obtain more information without success. A non-sterile mynxgrip vascular closure device 6f/7f was returned for analysis. Per visual analysis, the device showed that the shuttle was engaged to the black handle with the stopcock open, and the sealant and advancer tube were observed to have been remained in the manufacturing position as received. The syringe and procedural sheath were not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water and a leak in the balloon was revealed. Per microscopic analysis, a radial tear in the balloon of the returned device, approximately 2.5 mm from the balloon¿s proximal neck was revealed. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. A product history record (phr) review of lot f1830402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a radial tear in the balloon of the returned device. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). However, based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 6f-7f mynxgrip vascular closure device (vcd) was ruptured. There was no reported patient injury. The device is expected to be returned for evaluation.